Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported that the catheter had been placed in the pt's internal jugula rand was being used. The decision was made to replace the line with a central venous catheter in the operating room. Upon removal of the sheath, they found a tear or hole in the sheath. There was no delay in treatment, no pt death and no pt complications were reported. Add'l info received on (B)(6) 2011 from the sales rep stated the catheter was in use for two days when the event occurred.